Event description:
The customer observed a false negative architect total b-hcg result for one patient. Sid (B)(6) initial result = 1.97 miu/ml; repeat result = 930 miu/ml. Per the package insert, b-hcg results </= 5.00 miu/ml are negative, >5.00miu/ml are positive. There was no impact to patient management reported.

Manufacturer narrative:
Service inspected the analyzer. A review of service history for the analyzer did not identify any contributing factors nor subsequent issues related to erratic or discrepant results. A review of device history records for the analyzer did not identify any non-conformances or potential non-conformances. A review of tracking and trending data in the product monitoring review for clinical chemistry systems found no systemic issues or trends related to the issue described in the complaint. Ticket trending did not identify any trends related to the complaint issue for the analyzer. Labeling was reviewed and sufficiently addresses the customer¿s issue. No systemic issue or deficiency of the architect i2000sr analyzer was identified.